Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the battery compartment and broken battery cap found on (B)(6) 2022. The insulin pump was received without a battery cap and passed the displacement test. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Unable to verify battery cap damage due to missing cap. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Battery cap damage is unknown due to missing cap.

Event description:
Information received by medtronic indicated that insulin pump had crack battery compartment side a nd battery cover of it. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was return for analysis.